Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose was 500 mg/dl. The customer had high blood glucose on (B)(6) 2018, and (B)(6) 2018. The customer treated their high blood glucose with insulin pump. The customer was wearing insulin pump during hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.